Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. During the evaluation, an error code indicating an internal battery failure was observed. The device's internal battery needs to be replaced to address the issue. An error code indicating a failure of the active exhalation valve was also observed. The active exhalation valve needs to be replaced to address the issue. Additionally, during the evaluation an error indicating the software rebooted was observed. The device's system board needs to be replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed.